Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that electrodes 4 and 11 were over 10k ohms. The ins was implanted in the patient. The rep suspected the hcp was jamming or kinking the leads into the header block. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.